Event description:
It was reported that the pump touch screen was missing pixels. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin delivery.